Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Name: medtronic minimed, street: 18000 devonshire street, city; northridge, state: ca, zip code: 91325, country: united states. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a hyperglycemia on (B)(6) 2026 and treated the high blood glucose by administering correction bolus via pump.